Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer states pump error is flashing on screen, and not able to rewind the pump. The insulin pump request has been submitted to local office to be replaced and is not expected to return for analysis. No further details are given.

Manufacturer narrative:
Device alarmed pump error 37 during the rewind sequence. The motor was tested outside of the device and passed. Problem isolated to the electrical board.